Event description:
It was reported impedances remained high after an extension replacement. The patient returned to surgery. The connection between the lead and extension was reopened. Lead impedance measurements were normal. Several attempts were made to reconnect the lead and extension. The connection was very difficult; this was probably due to lead damage at the connection site. The extension was revised. Finally, the lead was connected correctly. Impedance measurements on the battery were normal. The patient had good stimulation again. It was concluded the lead and extension were not connected properly. The lead and extension were not broken. Refer to manufacturer report #2182207200806312.